Event description:
New information noted that the right ventricular lead was explanted. The patient was in stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise causing inhibition. It was noted that the noise was reproducible with isometric exercises on both bipolar and unipolar configurations. Programming changes were performed. The patient was in stable condition.